Event description:
It was reported that the lead had positioning difficulty and was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the lead was stretched, lead damaged at implant; full lead analyzed.